Event description:
It was reported to medtronic neurosurgery that fluid would not drain out of the drip chamber of the device. It was also reported that there was no patient impact.

Manufacturer narrative:
The returned unit was bent in half. It was also missing the sliding lock and thumbscrew. The unit met requirements for the leakage test. However, it did not meet requirements for the patency test. Adhesive was observed to be occluding the bottom outlet of the drip chamber. (B)(4).